Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with 35v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the power management board and the motor controller board to address the issue.

Manufacturer narrative:
Failure analysis on the returned motor controller board shows that resistor r25 had failed open. It is part of the 35v monitoring circuit which measured as a consequence 0v. This caused e/c 111b at startup. Replacing r25 resolved the issue, the 35v supply was properly monitored.